Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was other cardiac. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the ICD was programmed off on (B)(6) 2016 and the patient was in comfort care. The cause of death was cardiovascular collapse due to septic shock. Secondary diagnosis was (staph aureus) infection. The system was evaluated normal.